Event description:
Same case as MDR ID#: 2134265-2012-00973 and 2134265-2012-00975. Same patient as MDR ID#: 2134265-2011-05728 and 2134265-2011-05727. It was reported that during a stenting treatment procedure, a plaque fracture and a plaque dissection occurred. The patient presented due to unstable angina. The 90% stenosed and 10mm long target lesion was located in the curved moderate to heavily calcified mid left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. The target lesion was treated with rotational atherectomy using a 1.75mm rotablator rotalink plus burr and an unknown sized rotawire. Then the target lesion was pre-dilated using an unknown manufacturer's 2.5mm balloon and with placement of a 2.75x12mm taxus liberte stent, resulting in 10% residual stenosis follow post-dilation. Then intravascular ultrasound was performed, which revealed fractured plaque with dissection of plaque that was not visible under angiography. The plaque fracture and dissection was treated with deployment of a 3.0x24mm taxus liberte stent proximal to the deployed 2.75x12mm taxus liberte stent. No other patient complications were reported and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).